Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces, moisture damage was found on the electronics, broken reservoir tube lip and missing the reservoir tube o-ring. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to button keypad anomaly. The insulin pump had cracked display window, cracked case at the display window corners and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received button error alarm after the insulin pump got exposed to moisture. The customer's blood glucose was 92 mg/dl at the time of incident. The customer stated that the blood glucose went up to 545 mg/dl which they treated and dropped to 63 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.